Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure, renal dysfunction, pericardial fluid collection, and bleeding could not be determined through this evaluation. No alarms or specific device-related issues were reported in association with the adverse events. The patient remained ongoing on the heartmate 3 until receiving an orthotopic heart transplant on (B)(6) 2019. The heartmate 3 lvas IFU lists right heart failure, renal dysfunction, pericardial fluid collection, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also outlines the recommended anticoagulation regimen with reference to chest tube drainage and removal. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was oliguric with creatinine elevation. Continuous veno-venous hemodialysis discontinued on (B)(6) 2018. Patient transitioned to intermittent hemodialysis. Last hemodialysis performed on (B)(6) 2018. The patient had right ventricular failure and drop in hemoglobin. Computed tomography revealed a possible mediastinal hematoma/possible pericardial fluid collection. Per surgeon patient does not have a pericardium related to history of coronary artery bypass graft however procedure performed is classified as pericardial window. Patient underwent pericardial window/subxiphoid drainage. 300 cubic centimeter clot and old blood removed from mediastinum/pericardium. Heparin restarted on (B)(6) 2018 therefore fluid collection resolved. Blake drains removed (B)(6) 2018.